Event description:
It was reported that the battery of this implantable device was suspected to be depleting prematurely. This device is expected to be explanted and returned to boston scientific for analysis. No adverse patient effects were reported.

Event description:
It was reported that the battery of this implantable device was suspected to be depleting prematurely. This device is expected to be explanted and returned to boston scientific for analysis. No adverse patient effects were reported. Additional information was received. This pacemaker was successfully replaced and is expected to be returned to boston scientific for analysis. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the pacemaker was performed. Visual inspection of the case and header noticed no anomalies. No fault codes or resets were noticed upon reviewing the device memory. The device passed the product return tests, which involves a series of automated diagnostic testing that verifies the performance of pacing, sensing, and recording functions of the device commensurate with battery voltage. The device was operating within specification. Laboratory analysis did not identify any device characteristics that would have caused or contributed to the reported premature discharge of battery.

Event description:
It was reported that the battery of this implantable device was suspected to be depleting prematurely. This device is expected to be explanted and returned to boston scientific for analysis. No adverse patient effects were reported. Additional information was received. This pacemaker was successfully replaced and is expected to be returned to boston scientific for analysis. No additional adverse patient effects were reported. The device was eventually returned.